Event description:
The customer reported the evis exera ii colonovideoscope failed the leak test and had a hole in the rubber sheath at the distal end. This event was found during reprocessing. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. The scope failed the leak check and a cut was found on the distal sheath. The evaluation also found the following: cracked distal sheath glue, buckling in the insertion tube, peeling of the labels, dents and scratches on the plastic cover, low down angulation, play in the control knob movement, and not clearing the objective lens in 10 seconds. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a response received from the reporting person. Occupation: title is gi tech.

Manufacturer narrative:
Upon further review of this complaint by the legal manufacturer, it was determined this complaint is not a reportable event. Per the legal manufacturer's risk documentation this event is not a reportable malfunction. This complaint will be closed by olympus as not reportable.